Manufacturer narrative:
(B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the patient had a swelling in the hip area and metallosis. No abnormal signs of wear on explants. Doi: (B)(6) 2009; dor: (B)(6) 2017 right hip.